Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered an issue with the wash 1 fluid printed circuit board (pcb) and replaced it. A siemens headquarter support center (hsc) specialist evaluated the service information. Hsc determined that a defective wash pcb would cause wash fluid not to dispense into the cuvette during the wash process, which would result in a discordant result. The cause of the discordant, falsely elevated tni-ultra result was related to a faulty wash 1 fluid pcb. As per the "tni-ultra advia centaur, advia centaur xp, and advia centaur xpt systems" instructions for use, the customer is instructed to: "always analyze tni-ultra results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni-ultra at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni-ultra result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni-ultra results in aiding the diagnosis of mi." The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), and the patient underwent cardiac catheterization. The sample was repeated on an alternate advia centaur xp instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra result.